Event description:
On 08/11/06, nellcor puritan bennett received a report of air leakage issues on a low pressure cuffed tracheostomy tube. The caller reported an air leakage between the inner and outer cannula and the proximal end of the cannula. The caller reported they had a similar issue about two months earlier.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint is not available for evaluation.